Manufacturer narrative:
(B)(4). See medwatch report 1030489-2011-00146. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior tl at t2-l1. It was reported that the patient underwent a revision surgery approximately 38 months post op due to pain. During exploration infection was found present with two broken screws at t11 and t12. One screw head had both sides broken and was not connected to the shank of the screw. The other screw had one side of the head broken off. One screw was found with massive metalosis along with 2 additional screws with less metalosis. All implants were removed and the patient was given antibiotics to treat the infection. No additional patient complications were reported.